Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farastar pulsed field ablation generator was selected for use. During the attempt to ablate the right superior and inferior veins, the farastar console repeatedly displayed error 301 at the moment of energy delivery. The physician verified that no splines were touching or entangled and made several attempts to ablate, but the error persisted with every application. Additional manipulation of the catheter "flower" was performed, yet error 301 continued to appear, with every single application. The catheter, sheath, cable and the guide wire were replaced but the error persisted. The procedure had to be cancelled due to this event. The patient was in sinus rhythm. The device will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number: (B)(6).